Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Supplies were changed resolving the occlusions. While performing a supply change, insulin was not observed to be dripping out of the infusion set tubing and cartridge tubing during the load fill tubing sequence. Reportedly, fiasp insulin was being used within the cartridges. A new cartridge was loaded resolving the issue. Customer's blood glucose level was 176 mg/dl.